Event description:
As reported through the (B)(6) clinical trial, following deployment of a sapien valve, the patient experienced bradycardia with junctional rhythm. The patient paced intermittently and then had sinus pauses. The electrophysiologist was consulted, and an implantable cardioverter defibrillator (ICD) was implanted. The patient was subsequently diagnosed with atrioventricular block.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient; however, there was no report of device malfunction. Per the instructions for use, conduction system injuries (defects) which may require a permanent pacemaker are potential adverse events associated with standard cardiac catheterization, balloon aortic valvuloplasty, the use of anesthesia, and the overall tavr procedure. According to literature review and the (B)(4), the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the procedure. Other factors that could contribute to the onset of conduction defects include underlying heart disease, electrolyte disturbances, and certain medications (beta blockers, calcium channel blockers). The root cause of the reported heart block cannot be confirmed; however, in addition to the procedure, the patient's underlying heart disease, history of lbbb, and use of beta blocker (carvedilol) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.